Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen issue was confirmed. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was inoperative. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 09jan2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and power management (pm) printed circuit board assembly (pcba) to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.